Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending rubber screw on cover, and the adhesive of the objective lens had come off. A definitive root cause could not be identified. Based on the results of the investigation, the presumed causes are traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had a fractured forceps elevator wire during reprocessing. There were no reports of patient involvement.